Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) showed unexpected longevity status after reprogramming due to high outputs. Boston scientific technical services (ts) explained that lowering outputs would result in lower consumption and increase longevity. No further additional information. This crt-d remains in service. No adverse patient effects were reported.